Event description:
It was reported that a user experienced excessive insulin delivery when announcing ¿usual for me¿ meals on the ilet, and the user¿s endocrinologist recommended contacting technical support for a factory reset. Symptoms included hypoglycemia. Outcomes included no reported injury requiring medical care, no hospitalization, and no alarms. Investigation included customer interview and planned troubleshooting, including a factory reset. Investigation of this case revealed that the cause was unclear based on available information. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.